Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was returned to the manufacturer for inspection/evaluation. Based on the sample evaluation break and fluid leak were identified. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 port allegedly experienced break and fluid leak. The information was received from a single source. This malfunction involved a patient with no consequences. A (B)(6) year old female patient weighs (B)(6) kgs.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. The investigation is confirmed for fracture, leak, wear, material separation, and deformation. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4, h6(device: 2988, 2889; results: 140). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model 9808560 port allegedly experienced break and fluid leak. The information was received from a single source. This malfunction involved a patient with no consequences. A 61 year old female patient weighs 44 kgs.